Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late and lymphoma-alcl-suspected (histopathological markers not provided). Original proposed explanting surgeon: dr (B)(6). Phone:(B)(6). Email: (B)(6).

Event description:
Patient reported "patient has possible alcl case", "rupture", "large amount of fluid", "patient is unable to get a fna for another 2 weeks, apparently, patient has become bedridden" this is for the right side device. The device remains implanted. No histopathological have been provided.